Manufacturer narrative:
The analyzer serial number is (B)(6) . The field service engineer (fse) performed preventative maintenance, decontamination, and precision, mechanical, and operational checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant iga gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 353.0 mg/dl. The customer questioned the result as it was accompanied by a flag in their laboratory information system which prompted them to repeat the sample. The sample was repeated the next day and the result was 271 mg/dl. The repeat result was deemed correct.